Event description:
An other health care professional reported that during intraocular lens (iol) implantation surgery, scratch on lens was noted. The surgery was completed with a back up lens. There was patient contact.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. A non-qualified cartridge was indicated. The sa60at lens model is only qualified for use in the monarch ii (b) and iii (c) cartridges. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The company lens model is only qualified for use in the company cartridges. A handpiece was indicated that would be qualified when used with a qualified lens/cartridge combination. A non-qualified viscoelastic was indicated. The root cause for the reported complaint was most likely related to a failure to follow the instruction for use (IFU). A non-qualified cartridge and a non-qualified viscoelastic were indicated. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. Company recommends using the qualified company intraocular lens (iol) delivery system or any other company qualified combination. The manufacturer internal reference number is: (B)(4).